Manufacturer narrative:
(B)(4). The service engineer verified the customer complaint and replaced the analog interface printed circuit board (pcb). All performed tests and calibrations were then passed.

Event description:
It was reported that the ventilator stopped cycling during patient use. There is no reported patient harm associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.